Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. On an unspecified date CT revealed filter legs to be protruding through the ivc against the spine and also the tip of the filter against the wall. Six years post filter deployment, ivc filter was removed successfully. Therefore , the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts were protruding through the vena cava and against the spine. The filter was retrieved percutaneously. The plaintiff reportedly experienced abdominal pain; however, the current status of the patient is unknown.